Event description:
During a labral repair, the hex of the third implant the surgeon inserted broke off. The body of the implant was left in the pt. No adverse consequences were reported as a result of event. This device is used for treatment.